Manufacturer narrative:
The device had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump keypad buttons are not responsive and some do not work at all. The customer's blood glucose reading was 112 mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details provided.